Manufacturer narrative:
Catalog# (B)(4). Method: risk assessment; results: visual, dimensional and functional analysis could not be performed as the device was not returned and no lot# was provided. Conclusion: the most likely cause of the reported event was determined to be cantilever overloading, which is not supposed to be applied during insertion.

Event description:
It was reported that; the inserter broke inside the cage at level 3-4. Took entire cage out and all broken fragments retrieved. Used a new one.

Event description:
It was reported that; the inserter broke inside the cage at level 3-4. Took entire cage out and all broken fragments retrieved. Used a new one.